Event description:
During a check-out procedure at the manufacturer's service center, a ventilator displayed a large leak. The device was not in patient use. The device needs to recalibrated to address the issue.